Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the supplies were changed to address the event and insulin delivery was resumed. Customer's blood glucose (bg) ranged from 200 mg/dl to "high" and bg was addressed with a bolus via the pump.